Manufacturer narrative:
The ziv6-35-125-6.0-60-ptx stent of lot number c1112163 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. From available information, it is known that the patient had pre-existing conditions including hypertension, hypercholesterolemia, non-insulin dependent diabetes and a history of tobacco use. In addition, the patient complained of persistent claudication; it can be noted that this symptom indicates progression of peripheral artery disease and can be associated with the restenosis process. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported occlusion could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, the failure mode has not occurred previously with this lot number. Based on information to date, there is no evidence to suggest that there are any manufacturing issues with lot number c1112163. According to information provided treatment included an endarterectomy femoral bypass. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(4), occlusion of the study lesion requiring intervention. On (B)(6) 2016, a 6 mm x 60 mm zilver ptx stent (g51342, c1112163) was placed in the right proximal sfa. There was no difficulty using the stent or delivery system. There was no residual stenosis remaining in the study lesion. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016 (six days post-procedure), the patient complained of persistent claudication. Angiography revealed complete occlusion of the right sfa. An endarterectomy femoral bypass was performed, using a "by pass dacron hemaguard." The investigator noted that the event was probably due to the study device and the study procedure.